Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 400mg/dl, with polydipsia, polyuria, abdominal pain, nausea, and moderate ketones, associated with an alleged large prime volume. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was not priming the tubing during the load step, and there were greater than 10 units more than usual need to expel from the tubing. While on the phone with customer technical support, the patient disconnected from the pump, removed the cartridge, and completed the rewind, load, and prime steps. A no cartridge detected alarm occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.